Event description:
Apex-lnk insert did not seat properly. Surgeon was able to seat another insert from the same lot into the acetabular cup. Delay in surgery.

Manufacturer narrative:
Evaluation summary: returned acetabular insert (lot# 2531) was measured for critical dimensions. No dimensional issues were found. The insert was assembled using a custom made impactor (used to seat the liner in the acetabular shell) which was supplied to the surgeon upon his request. When compared to insertion with the standard impactor, the custom impactor appeared to be more resistant to fully seating the acetabular insert.